Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It is reported that a customer experienced a state of diabetic ketoacidosis. The customer's blood glucose was not available at the time of the call. The customer stated that they had already reported the adverse event to medtronic. The customer wanted to inform medtronic that their infusion sets do not work as well as they should. The customer complained of having air bubbles in their reservoir compartment. The caller was informed about the possible vent blockage issue. The customer refused assistance with trouble shooting. The customer was advised to call the help line if they had issues with their insulin pump. No further information was provided.